Event description:
It was reported that this right atrial (ra) lead was explanted due to the associated right ventricular (rv) lead causing a perforation. No additional adverse patient effects were reported.